Event description:
It was reported that during a knee procedure, the pin broke when being removed from the patient's tibia at the end of the procedure. No further information was provided. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A follow up report will be submitted if the product is received, or if additional information is obtained.